Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
I was eventually able to remove the tampon [foreign body in reproductive tract] (string broke off). When I was trying to remove tampon. I was eventually able to remove the tampon [complication of device removal] string broke off/completely pulled out - tampon [device breakage]. Case narrative: consumer reported via email that string broke off and completely pulled out from tampon. No serious injury was reported.